Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: 2002-(B)(6), product type: catheter. Product ID: 8711, serial# (B)(4), implanted: 2001-(B)(6), product type: catheter. (B)(4).

Event description:
Sometime after 2007 the patient had a catheter issue. The patient had ¿ray cages on 4, 5 and s1¿. He also had rods and screws in the same region. The patient had a ¿big and tall man chair¿. When he would fall asleep in the chair, the ridges in the chair would pinch the catheter. Then when he would walk 10 feet, he would get a big dose of medication and his entire body would go numb and he would be ¿wasted¿. He would have to sit down at the table when it happened. This would only happen when his lumbar region was pushed against something too hard. Now the patient sat with a soft pillow behind him and the issue no longer occurred. The device system was delivering fentanyl and bupivacaine.